Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up and the right ventricular lead exhibited noise with isometric testing. The device sensitivity was adjusted and further intervention would be determined by the physician.